Event description:
This product was taken out of the packaging and it was realized that the device was defective. The split in the catheter is incorrect, which would have caused the catheter not to be able to be inserted through the sheath that is supplied in the catheter kit properly and could have been placed incorrectly into the patient. The device was not used on the patient, another catheter was opened and used for insertion. Cat# cs-15242-vsp, lot # 23f17l0794.